Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, lot/serial #: unknown. H3) the manufacturer representative went to the site to test the imaging system. They checked and clean the 2 optical switches. Performed system checkout and tried to repeat the problem. The problem could not be repeated. They continued observing for using in the real case. The probable cause of the reported issue was that the optical switches sensor for source alignment was dusty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system cannot perform xray in 3d mode with 40 fov. Found that when active the hand or foot switch in 3d mode with 40 fov, the rotor moves and prepares for shooting the x-ray, but the x-ray does not shoot. The movement for preparation to shoot the x-ray was stopped after the detector move to prepare position for 40 fov. The mode of source motor in imaging application show "moveoff" and state is "servoed". In motion service console for the rotor, the value of "position error" of axis data at a (source) is stop at -33. In some the x-ray can shoot but almost of testing it cannot. It has the practice that lets the machine can shoot the x-ray in 3d mode with 40 fov. The practice was like when the x-ray does not shoot, release the switch and lets the machine finish moving and led green light present again on mobile view station (mvs) led and move rotor clockwise around 90-100 degree. Pressing the switch again and the x-ray will be able to shoot. Following this practice but still cannot shoot, just repeat the practice one time. After testing this practice, the x-ra y can be shooting almost every time for the testing. No patient was present at the time of event.